Event description:
During verification testing at the manufacturing facility, solution leaked at the connection of the tubing to the leg of the proximal clave y-site of the tubing set.

Manufacturer narrative:
During testing, solution leaked at the connection of the tubing to the leg of the proximal clave y-site. Testing found small gaps between the tubing and leg of the clave y-site. This was due to excess solvent that weakened the tubing resulting in the formation of the small gaps. This report represents all the information known by the reporter upon query by hospira personnel.